Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the swg difficult to remove during used on the patient." The returned device was found to be kinked."

Manufacturer narrative:
(B)(4). The customer returned various components from a cvc set, including a guide wire, an arrow raulerson syringe (ars), and an 18 ga introducer needle for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a significant bend towards the proximal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the bend in the guide wire body. Both welds were present and were observed to be full and spherical. The bend in the guide wire was located 190mm from the proximal tip. The overall length of the guide wire measured 604 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portion of the guide wire were threaded through the returned ars and introducer needle with no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was damaged during use was confirmed through examination of the returned sample. One bend was observed on the guide wire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the swg difficult to remove during used on the patient." The returned device was found to be kinked."